Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The distal connector of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The lead was returned with the connector pin bent and the stylet stuck in the distal conductor. (B)(4).

Event description:
It was reported that during the implant procedure, there was undersening of r wave on multiple locations. The right ventricular (rv) lead was attempted and not used. A different lead was used and again there was undersensing of r waves. The second lead was also attempted and not used. A different model lead was used. No patient complications have been reported as a result of this event.